Event description:
The patient called the rn to the room and reported "my IV is leaking." Upon investigation, rn noted huber needle (IV, set #0632234) tubing broken off at the female luer lock end of the device (distal end). The huber needle (IV set) was removed. The central line was reaccessed with a new needle. There was good blood return and easy flushing. Clinical engineering notified. Gave failed device to clinical engineer. Clinical engineer examined broken huber needle (IV set) and noted that tubing had slipped out (came unglued) of the female luer lock portion. This even occurred to the same patient again several days later which I will report on a new report.